Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several alerts were triggered for the right ventricular (rv) lead. It was determined that the rv lead exhibited oversensing and high/undefined pacing impedance. In addition, non-sustained ventricular tachycardia episodes were noted which turned out to be artifacts. The lead was suspected to be fractured. The lead and detections were programmed off. The lead remains in-situ and will not be replaced due to patient refusal. No patient complications have been reported as a result of this event.